Manufacturer narrative:
Analysis of lead model 977a260 sn: (B)(4) found no anomalies.

Event description:
It was reported that the patient¿s lead was dislocated. A revision was performed, and during the surgery it was not possible to advance a new stylet into the lead. It was noted that damage was detected on the lead. The lead was replaced and the issue was resolved. There were no patient symptoms or complications associated with the event and the patient was alive with no injury.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).